Event description:
A hospital in (B)(6) reported via our distributor that five rt206 adult breathing circuits failed the ventilator leak test on a servo-I ventilator. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt206 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: the five rt206 adult breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The breathing circuits were pressure tested to our product specification to check for any leaks and submerged in a water bath to check for the source of the leak. Results: the pressure test revealed that the circuit were performing out of specification. The water bath test showed that the leak was at the connection between the lid and the bowl of the water trap. A lot check was performed and no other similar complaints were received for lot 130516. Conclusion: the rt206 breathing circuit water trap consists of a bowl and a lid. The water trap bowl and lid can be separated to allow the caregiver to empty the water trap. All circuits are pressure tested for leaks during production and those that fail are rejected. This suggests any leak must have developed after it was released for distribution, during transport, storage or use, possibly by distortion of the water trap when the bowl was connected. The customer had correctly checked the breathing circuits for leak before patient use, which is in line with our user instructions. The user instructions for rt206 adult breathing circuit state the following: - check all connections are tight before use - set appropriate ventilator alarms